Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Added: a1, d4 (expiration date), g3. Corrected: d7.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (patient/device).

Event description:
Update oct 23, 2017: litigation record received. In addition to what were previously reported, litigation also alleges discomfort, pain, stiffness, loss of motion, elevated cobalt and chromium metal ion levels, loosening, metallosis, necrosis, soft tissue damage, and muscle damage. This complaint was updated on oct 31, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: aug 18, 2017: claim letter received. There is no report of adverse event at this time. Update sep 11, 2017: legal medical records received. Pfs alleges inability to walk requiring use of ambulation assistive device. After review of the medical records for MDR reportability, it was stated that the patient was revised to address infection. Revision notes reported large pocket of fluid. No frank purulence was encountered. This complaint was updated on sep 25, 2017. Update sep 11, 2017, records reviewed for reportability. To clarify, this complaint contains cup and stem products revised during second revision for infection on (B)(6) 2016, on (B)(4). Only the head and liner on this complaint were revised on jul 30, 2016. Complaint updated on: oct 9, 2017. Update oct 23, 2017: litigation record received. In addition to what were previously reported, litigation also alleges discomfort, pain, stiffness, loss of motion, elevated cobalt and chromium metal ion levels, loosening, metallosis, necrosis, soft tissue damage, and muscle damage. This complaint was updated on oct 31, 2017. Update sep 11 and oct 23, 2017- records reviewed. Although allegations suggest multiple metal-on-metal implications, such as implant loosening, metallosis, and necrosis, the revision operative notes from (B)(6) 2016, and (B)(6) 2016, provide no supporting documentation for any of these allegations. There currently are no labs available to dispute the elevated metal ions claim. The last record available from (B)(6) 2016, has prostalac components in the patient following explantation of the original implants for treatment of infection. Given the current information, the time of implantation of the pinnacle polyethylene-on-metal construct was slightly over one month. The metallosis, soft tissue damage, and implant loosening harms have been removed from the complaint for the reported products. Complaint updated on: nov 20, 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aug 18, 2017: claim letter received. There is no report of adverse event at this time. Update sep 11, 2017: legal medical records received. Pfs alleges inability to walk requiring use of ambulation assistive device. After review of the medical records for MDR reportability, it was stated that the patient was revised to address infection. Revision notes reported large pocket of fluid. No frank purulence was encountered. This complaint was updated on sep 25, 2017. Update sep 11, 2017 records reviewed for reportability. To clarify, this complaint contains cup and stem products revised during second revision for infection on (B)(6) 2016 on (B)(4). Only the head and liner on this complaint were revised on (B)(6) 2016. Complaint updated on: oct 9, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.